Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's printed circuit boards were contaminated with water. Identification of issue has been done by analyzing problem description, service report and attached photos. It has been clarified that the water marks could be seen inside the ventilator, on expiratory channel and main back-plane printed circuit boards. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. It has remained unknown under which circumstances and when the liquid entered the unit. The cause of the issue has been established as accidental damage. The root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative. Corrected report source: foreign, distributor.

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).